Event description:
A physician reported that during vitrectomy in an ophthalmic console the vitrectome was not cutting at all. Surgery was completed with no reports of patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information was provided in b.2, and h.10. Additional information received clarified that issue was with ophthalmic console not with ophthalmic vitrectomy probe. No further reports will be scheduled under mfg report num. 1644019-2022-00539. The manufacturer internal reference number is: (B)(4).